Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that these defib electrodes caused the associated defibrillator to display "check pads" and "poor pad contact" messages inappropriately. Complainant did not indicate that there was any patient involvement in the reported malfunction.